Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated a detection issue was observed with af/a-flutter. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory had an observation relating to svt detection. The device memory indicated a ventricular tachyarrhythmia therapy (antitachycardia pacing). The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was transferred to another hospital for an atrioventricular node ablation.

Manufacturer narrative:
Correction: removed intervention req from outcome attributed to adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) for a dual tachycardia. The atp terminated the ventricular tachycardia (vt) which returned the rhythm to an atrial flutter with fast ventricular conduction; however, the crt-d saw this as fast vt and atp was delivered. The atp accelerated the rhythm to ventricular fibrillation (vf) at which point shocks were provided. The shocks terminated the atrial flutter and slowed down the ventricular rate. In another episode, the patient received atp and shocks for an episode the crt-d classified as vt; however, it may have been supra ventricular tachycardia (svt) with aberrant conduction. It was noted that the atp did not seem to terminate the rhythm, and at times, made the rhythm worse. The patient was hospitalized, and the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: unknown lead implant date unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.